Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevated powers; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained data from 26aug2021 through 15sep2021. The pump power appeared to gradually increase starting on (B)(6) 2021 and remained at a higher pump power range towards the end of the file. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. Multiple requests for additional information regarding the elevated powers were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2021. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients previous pump exchange was reported in MFR report # 2916596-2021-04536. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to have intermittent power surges (ranging from 6-9 watts(w)) after their recent pump exchange, and the frequency of occurrence increased. A ramp/echo was completed and was negative for pump thrombosis. The speed was increased from 9200 to 9800 rpm and the only changes noted were decreased left ventricle (lv) size and the patient's aortic insufficiency increased from mild to severe. Their lactate dehydrogenase (ldh) continued to downtrend. The log files were sent for review and they showed some powers noted in the 7-8w range, beginning on (B)(6) 2021 and continued throughout the rest of the log. The power appeared to be trending upward with pulsatility index (pi) at baseline. The aortic insufficiently status had decreased to mild to moderate and the patient was sent home and monitored during clinic visits.